Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation it was reported that a type 3b endoleak was identified on a zenith flex with spiral-z technology aaa endovascular graft iliac leg following placement in an unknown patient. During the case, it was noted that there was a rip in the graft fabric of the lilac limb. The limb was then relined and the leak resolved. The patient's anatomy was described as "heavily calcified." Additional information was provided on (B)(6) 2026. Pre and post relining limb videos were provided as well as a planning and sizing sheet. Procedural notes are not available. The patient had vessel calcification within common iliacs and distal aortic bifurcation. The date of implant for the index procedure was (B)(6) 2025. The inflation device used, and the inflation volume are both unknown. Ballooning was performed within the entire length of the limb/zenith flex with spiral-z technology aaa endovascular graft iliac leg. The patient did not experience any adverse effects due to this occurrence. Reviews of the documentation including the complaint history, device history record, quality control procedures, drawing and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination of the device could not be completed. However, the site provided videos, as well as planning and sizing information, for review. The reviewer noted the following ¿I confirm that I identify where the endoleak is coming from. I also see the calcification mentioned and iliac tortuosity in the reports. It does look like there was calcification where the endoleak occurred so ballooning all throughout the iliac could have caused the calcification to interact with the graft fabric.¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no quality control discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed the product labeling. The product IFU, t_zaaasz_rev4 ¿zenith spital-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4 warnings and precautions 4.1 general patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up. Zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. 4.3 pre-procedure measurement techniques and imaging lengths all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.4 device selection strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement. Aneurysm rupture and death. Endoleak. Endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perifgraft flow; and corrosion. 8 patient counseling information: physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. Final angiogram: 1.postion angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components 12.1 general all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., enoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. Evidence provided by the complaint facility, DHR, complaint history, dmr and the device failure analysis, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, expert review of materials provided, and the results of this investigation, it was concluded that the patient¿s anatomy and condition, as well as the procedure itself, contributed to the reported event. The site noted that the patient¿s anatomy was heavily calcified. The cook global product manager reviewed the videos and observed, ¿I confirm that I identify where the endoleak is coming from. I also see the calcification mentioned and iliac tortuosity in the reports. It does look like there was calcification where the endoleak occurred so ballooning all throughout the iliac could have caused the calcification to interact with the graft fabric.¿ per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3 - device evaluated by mfg?: the complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 3b endoleak was identified on a zenith flex with spiral-z technology aaa endovascular graft iliac leg following placement in an unknown patient. During the case, it was noted that there was a rip in the graft fabric of the lilac limb. The limb was then relined and the leak resolved. The patient's anatomy was described as "heavily calcified." No additional harm to the patient has been reported. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Additional information: a2- age, dob, a3a sex. B5, d10 (concomitant products). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 02jan2026. Pre and post relining limb videos were provided as well as a planning and sizing sheet. Procedural notes are not available. The patient had vessel calcification within common iliacs and distal aortic bifurcation. The date of implant for the index procedure was (B)(6) 2025. The inflation device used, and the inflation volume are both unknown. Ballooning was performed within the entire length of the limb/zenith flex with spiral-z technology aaa endovascular graft iliac leg.